Event description:
The physician reported high impedance amd capture failure relative to the subject pacemaker. During re-intervention, detachment of the header from the device can was identified and another pacemaker was implanted.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported high impedance and capture failure relative to the subject pacemaker. During re-intervention, detachment of the header from the device can was identified and another pacemaker was implanted.